Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the battery depleted and the patient opted to replace the entire system with a MRI compatible system. It was reported that the patient had lost stimulation and the battery could not be interrogated. The old battery was reported to be explanted and the issue was resolved at the time of the report.